Manufacturer narrative:
Lot #, other, corrected data: previously submitted MDR indicated this information was unknown. This report is being submitted to correct this data. Manufacture date, corrected data: previously submitted MDR indicated this information was unknown. This report is being submitted to correct this data.

Event description:
The physician reported that she found the patient's device at 0ma and she had not programmed the device off. The physician did not have the programming history available to provide any additional relevant information at the time. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional review of the device programming history identified that diagnostics (systems) was performed prior to interrogation. The review identified that the device being programmed to 0ma was a result of a cross programming event. The device settings were corrected the day the cross programming event occurred; therefore, the patient was not affected.

Event description:
Device programming history was received and reviewed. Review of the programming history identified that the device was found at settings indicative of a faulted diagnostic test on (B)(6) 2014; however, no faulted diagnostic test was found in the history prior to this event. It is likely that another programming system was used when this occurred.

Manufacturer narrative:
New information received corrects the date of event.